Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. Imaging revealed l5 lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the l5 was explanted and replaced. Upon removal of the l5 lead the l3 was pulled out and replaced in the process to address the issue.